Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-02006. It was reported that patient experienced ineffective stimulation. As a result, surgical intervention was undertaken on (B)(6) 2021 where in the physician added a new lead to address the issue.